Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 11, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was visually inspected upon receipt, with no anomalies such as damage was found. After being rinsed, and dried, the amount of oxygen transfer and carbon dioxide gas removal of the actual sample was measured according to the product inspection protocol. It was confirmed to meet the factory¿s specifications and no anomalies were found. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that post-surgery and reversal of heparin, patient decompensated and had to go back on cardiopulmonary bypass. Loading dose of heparin was given by anesthesia (35000u heparin) and 20000u heparin was put into the reservoir of the cardiopulmonary bypass circuit. An activated clotting time was run and as it continued to be climbing over 350 seconds bypass was initiated. Fi02 was on 99% with 2.8 lpm of sweep and the blood did not pink up. To rule out any problems with the ventilation module for the quantum bypass machine the oxygen line was switched over to an oxygen tank at 3lpm 100% oxygen. After waiting a couple minutes, it was determined that the oxygenator was not functioning, so they had to terminate cardiopulmonary bypass and cut in a new oxygenator to replace the non-functional one. The surgeon was able to repair the surgical issue, and bypass was not re-initiated. No known consequence or health impact to patient, product was changed out, procedure was completed successfully, there was delay in continuing the surgical procedure.